Event description:
This procedure is part of the (B)(6) study: the physician performed atherectomy on the sfa stenosis. Post atherectomy, a clinically relevant embolism with total occlusion was noted. The patient was not injured, and the procedure was completed successfully.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(6) study events.